Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up on 08/14/18. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations with an unexplained power of reset. A device download was not performed. The patient presented for procedure on (B)(6) 2018 and the device was explanted and replaced. The patient tolerated the procedure well.